Manufacturer narrative:
The account declined to repair the bed.

Event description:
The complainant stated that the plastic pilot link in the trendelenburg box is broken. The bed was out of svc when the issue was discovered.